Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection was performed and no issues were observed. The reader powered on with button depression after charging. The reader did not turn on with strip insertion. Further investigation was performed and upon visual inspection of the strip port, fibers and dust was observed under the port pins. The issue not confirmed to a use issue.

Event description:
A nurse reported their adc freestyle libre device did not turn on when a test strip was inserted into it. Caller further reported that on (B)(6) 2018 the customer/patient became hypoglycemic, lost consciousness and had a seizure. She was treated with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported their adc freestyle libre device did not turn on when a test strip was inserted into it. Caller further reported that on (B)(6) 2018 the customer/patient became hypoglycemic, lost consciousness and had a seizure. She was treated with a glucagon injection. There was no report of death or permanent injury associated with this event.